Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000099533. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not able to receive an MRI due to the system. As a result, surgical intervention was undertaken in (B)(6) 2025 wherein the system was explanted to address the issue. It is unknown which lead caused the issue.